Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures were reviewed, and concluded that the stickers are from different lots. However, this event was evaluated through our internal quality process and concluded that the two production lots did not overlap at any point in production and did not both exist as allocated orders on the floor at any one time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The labels for this device were reviewed, and according to the DHR, no discrepancies were noted regarding labeling. A review of complaint history for the part number over the past 24 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be but not limited to mishandling during storage or set up for surgery. Based on this investigation, the need for corrective action is not indicated due to the isolated nature of the complaint, lack of further evidence to confirm the alleged complaint, no risk of patient harm, and anticipated occurrence within the risk management files. The contribution of the device to the reported event could not be corroborated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, after implantation of the r3 3 hole ha ctd acetabular shell 54mm, it was noticed that the implant box and the implant sterile packaging batch number sticker did not match. The device was left implanted in the patient. It is unknown if there was any surgical delay. No injury to the patient was reported.